Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 24 and 34 hours. The patient reports having pain, swelling and redness at the pod infusion site (leg). The patient removed the pod and went to urgent care the following day. Once at urgent care the patient was prescribed cephalexin (200 mg/5 ml). The patient was at urgent care for 1 hour. The patient was able to apply a new pod after this incident. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.